Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 confirmed in insulin pump history files due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm after insulin pump restart. The customer¿s blood glucose level was unknown. The customer stated that they were able to successfully clear the alarm and able to complete rewind the insulin pump. However, customer also stated that power error detected alarm recurred a day later of previous occurrence. The customer was advised that the insulin pump needed to be replaced the insulin pump and recommended to refer the backup plan. The insulin pump will be returned for analysis.